Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, low pacing impedance and noise were observed on the right ventricular lead. The lead was capped and replaced. The patient's condition was good.